Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV catheter had a deformed tip and prematurely retracted as a result when performing the puncture. This occurred with 3 catheters. The following information was provided by the initial reporter, translated from spanish: when performing the puncture, the catheter retracts, it happens with 3 different catheters. What does it mean that the catheter is retracted? It means that a separation is evident when performing a puncture with the patient, a deformity of the catheter tip is identified, limiting its operation.

Manufacturer narrative:
H6: investigation summary to aid in the investigation of this issue a picture of the actual samples was provided for evaluation. The picture was of low quality, which made it difficult to clearly see the reported defect. However, it can be seen that the adapter is a little far from the needle barrel and it is understood that the catheter was wrinkled. For a more detailed analysis, the physical sample would be necessary. A device history record review was completed for provided material number 38831114 and lot number 2273081. The review did not reveal any detected quality notifications or nonconformity reports during the production process that could have contributed to this reported issue; however, a potential cause could be related to corrective maintenance that was performed during the production of this lot. The maintenance order was related to failure at the cannula assembly/guidance station. If a defective cannula went undetected by the controls in place, it could have generated resistance when removing the catheter, wrinkling it and causing difficulty during puncture. According to the maintenance history, the station was adjusted to resolve any potential issues.

Event description:
It was reported that the bd insyte¿ IV catheter had a deformed tip and prematurely retracted as a result when performing the puncture. This occurred with 3 catheters. The following information was provided by the initial reporter, translated from spanish: "when performing the puncture, the catheter retracts, it happens with 3 different catheters... What does it mean that the catheter is retracted?... A: it means that a separation is evident when performing a puncture with the patient, a deformity of the catheter tip is identified, limiting its operation."